Event description:
The customer stated the au5800 clinical chemistry analyzer generated erroneous low patient result for multiple analytes dbil (direct bilirubin), tbil (total bilirubin), ast (aspartate aminotransferase), and calc (calcium). There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics or patient data.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au5800 clinical chemistry analyzer. The fse inspected the instrument and confirmed customer issue. The fse observed the mixing bar had crashed into the cuvette wheel. It was found that the mixing bar was not properly seated on the mixing assembly, thus causing it to crash into the cuvette wheel. The fse replaced the damaged cuvettes, cleared wash nozzle, and replaced mixing bars to resolve the issue. No further issues noted after part replacement. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(6).